Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered prior to device implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the new product on the shelve, while interrogating device before implant, it indicated end of service (eos) replace device immediately. A different device was used. No patient was involved in this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis conclusion was inconclusive. Hybrid analysis could not confirm the reported anomalous battery voltage measurement as it had cleared due to a power-on-reset (por) that occurred before analysis had started. The battery voltage measured using telemetry matched the measurement taken by a voltmeter at 2.99 volts. The cause of the por and the original failure were both undetermined. If information is provided in the future, a supplemental report will be issued.